Event description:
Material # 324910, material description - syringe 0.3ml 31ga 6mm halfunit 10bag, material lot# - not given by customer. Complaint description ¿ the patient received the item. The plunger gets stuck when moving between units. It feels stiffer and less, smooth compared to their other syringes. The customer would like to process the replacement for a different, item, but it is not possible. I advised customer, that we can issue a credit on the defective item and place a new order for a different item. Notes - attached the pdf provided by customer for further reference.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.